Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique prior to a leadless pacemaker interventional procedure, using a non-abbott device and an aveir device. The sutures of two proglides were pre-placed. The interventional procedure was completed. Hemostasis was not achieved with the two pre-placed proglide sutures. Manual compression was held for an extended period of time to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU violation contributed to the reported failure to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- failure to follow steps/instructions. Corrections: d9 - device available for evaluation: updated from ni to no. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional non-abbott leadless pacemaker procedure. The sutures of two proglides were pre-placed. The sheath was upsized to a 26f and the pacemaker procedure was completed. Hemostasis was not achieved with the two pre-placed proglide sutures. Manual compression was held for an extended period of time to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.